Manufacturer narrative:
Information references the main component of the system and other applicable components are: product: ID 37761, serial# (B)(4), product type: recharger. Product ID : 37754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger serial# (B)(4) found bent connector pin.

Event description:
Information was received from a from a patient regarding their implanted neurostimulator for spinal pain. It was reported that the connector pin on the implantable neurostimulator recharger (insr) broke. It was noted that it "just" happened at the time of report. It was noted that the implantable neurostimulator (ins) was dead. Additional information received reported that there was a bent connector pin on the desktop charger. It was noted that the ins was low. It was also noted that the anomaly appeared to have occurred through product use. It was noted that there was no indication of patient harm. The desktop charger was returned and analysis found that the connector pin was bent. The insr was also returned and analysis found that desktop charger pin was stuck in the recharger. Additional information has been requested regarding the outcome of this event, but it was not available at the time of this report. If additional information is received, the event will be updated and a follow-up report will be sent. The patient's medical history was not included in the report.